Manufacturer narrative:
Although requested, the arm unit has not been returned and the cause of the complaint is not known.

Event description:
A customer reported prior to a rescue attempt their automated cardiac compressor arm unit began flashing its warning indicator and the piston would not lower. The arm was not used during the rescue attempt; the failure was identified prior to the rescue.